Event description:
The customer contact reported, that the pump did not sound an audible alarm tone. During incoming inspection prior to release for clinical use, it was noted that the pump did not sound an audible alarm tone when plugged into the ac outlet, power on, and during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.